Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change module was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/10/2018 phone call, 12/11/2018 phone call, 12/12/ 2018 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.